Event description:
Additional information was received from the patient. The patient stated that they moving and bending haven't affected the device but they believe their symptoms were like nerve irritation, sciatic nerve irritation. After turning off therapy, they experienced one more day of symptoms. The patient stated they experienced shooting electric shock with pain down the back of both legs from buttocks to ankle. After turning off treatment, the pain stopped. The change in activity alleviated the pain, after two to three days of no treatment and no pain, the treatment was restarted, activity changed, and pain resolved. The patient stated the issue started on wednesday, september 8th 2021. The issue has been resolved. The issue with the stimulation in the wrong location was probably due to over-activity by bending over, stooping and moving side to side with bulky artwork, three days later, the symptoms began. The patient now watches their activity level. The shocking and stimulation in wrong location was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient was calling for assistance with their implant. They had spoken to their doctor's office and were told to call the trial help line. They were having a problem with the implant. A transfer to the manufacturer help line was unsuccessful. The patient was given the phone number and hours for the help line. The patient called the manufacturer help line the same day and reported that suddenly on the day of the call, they began having sharp, excruciating, electrical pain like nerve pain radiating from their hip down the back of both legs to their ankle. They were in tears and could not sit down nor stand up; they could not do their job or anything. They thought maybe their setting was too high, so they decreased it from 1.3 volts to 1.0 volts and took some ibuprofen, but got no relief so they turned stimulation off and then the pain stopped. It was reviewed they had the option to turn stimulation down or off and it was recommended they follow up with their doctor. They stated their doctor's office told them they had to call the manufacturer first. The patient wanted to know if they should turn stimulation back on. It was reviewed that since the doctor's office told them to call the manufacturer and the manufacturer recommended they call the doctor, an email would be sent to the manufacturer representatives in the area to call the patient back to talk about turning stimulation back on. An email was sent to the representatives. The patient's relevant medical history included that since implant, they had been gradually increasing stimulation. They had also been moving, and had been doing some bending. They did a lot of packing over the weekend. They bent to pack bulky artwork, they worked for a couple of hours a couple of evenings in the process of moving and then unpacking.